Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00089. The lot was manufactured april 19 - 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during infusion. The reporter stated that the pump completed infusion in 24 hours rather than the expected 46 hours. The device had been filled with 3950mg fluorouracil in 115ml of an unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.